Manufacturer narrative:
According to the surgeon, circular marks and a "detergent-like film" were noted on the lens approximately 10 weeks post implantation.

Event description:
The surgeon reports explanting an mi60g iol due to a drop in pt's visual acuity. The mi60g iol was replaced with a non bausch and lomb iol. This report pertains to the pt's left eye.